Event description:
The patient had a sphincter prosthesis placed about three to four months ago. The patient is post prostatectomy and post radiation therapy with urinary incontinence. His renal process failed to function and seemed to be leaking. The sphincter prosthesis was in place and appeared to be intact. The patient came in to have the device replaced. During surgery, the pump was replaced but the device was still not functioning and they then replaced the pressure regulator. The sphincter cuff appeared to have no problem. The device was tested before the end of the procedure and it was functioning.